Event description:
It was reported that the customer passed away. Contact reported that the cause of death was diabetic ketoacidosis. Reportedly, the pump had turned off due to low battery at the time of the event. The pump is expected to be returned for evaluation and a pump data review will be performed. Follow up report will be submitted accordingly.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.